Event description:
Account experiencing intermittent issues with discrepant urine leukocyte results. Only three pt examples were provided. Pt 1, in 2007, urine sample resulted neg for leukocytes. Visual dipstick of same sample showed small for wbc. Microscopic examination of same sample showed 11 - 25 wbc per hpf. Pt 2 (female), in 2007, urine sample resulted neg for leukocytes. Visual dipstick of same sample showed moderate/2+ for wbc. Microscopic examination of same sample showed 5-8 wbc per hpf. Pt 3, in 2007, urine sample resulted neg for leukocytes. Visual dipstick of same sample showed neg for wbc. Microscopic examination of same sample showed 11 - 25 wbc per hpf. No info provided to determine if results were used to guide therapy. The field service representative performed maintenance and performance tests which were within specification.